Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, non-emergency treatment was completed by restarting the restarting the system. The philips field service engineer (fse) visited onsite and found there was no malfunctioning with the system. The fse identified that the issue was resolved after two cold restarts. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Therefore, based on this investigation results, philips concludes that this complaint is not reportable.